Event description:
Reporter alleged obtaining high blood glucose monitoring device readings while experiencing hypoglycemia. Reporter stated device result was 185 mg/dl in the morning and she was not coherent and almost passed out when emergency medical technicians (emts) were called. Reporter stated emt device was 44mg/dl taken within 30 minutes of the original reading. Reporter stated emts administratered an IV with "sugar" in it to raise glucose. Reporter indicated controls were expired and were not used at the time of the alleged event. A request was made for the return of the alleged event. A request was made for the return of the suspect device and replacement product was sent.